Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot # 1020214287, expiration date: 10/2016. Control solution lot # none. Per label copy/package insert.

Event description:
The consumer called into customer support to report she received "...a high blood glucose result when she tested the previous night using her nova max link meter..." It was reported to nova biomedical at 9:19 pm on (B)(6) 2015, the consumer received a result of 432 mg/dl her blood glucose meter. Based on that result, the consumer administered 5.3 units of insulin.